Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with an unexpected restart error alarm during due to a voltage leak. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected restart alarms and a loose drive alarm. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.